Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order message was sent from epic but was not shown at pyxis. A technical support specialist (tss) dialed into the server; there were no issue found as messages were not delay and the patient was already discharged. After that the tss informed the customer that there was no issue was found for the example. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order details were not showing on pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.